Manufacturer narrative:
One cadd legacy 6400 pump was returned for analysis. There was no evidence found of the fault during review of the device history log. Accuracy testing was performed; no accuracy delivery issues found. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Based on the evidence, there was no fault found as the complaint was not confirmed.

Event description:
Information received indicating that during testing a smiths medical cadd legacy pump failed accuracy by -9.70%. The reported event did not occur while in use with a patient.